Event description:
It was reported the pt was experiencing a lack of coverage of their pain symptoms and the ins was implanted over the spine and was rubbing on the bones. When the device was turned up, the pt experienced a "rattling" sensation. The pt was limited in his daily activities, could barely walk, and needed to lie down for much of the day. Exercise reportedly made the situation worse. The pt remained at home in fair status and was tired and frustrated from the pain. The pt was advised by the hcp to turn off the stimulator intermittently to see if it would reduce the pain. Reportedly the pain did increase when the stimulation was turned on. The pt plans to discuss results from this troubleshooting with the hcp.